Manufacturer narrative:
Field service performed troubleshooting steps and cleaned/replaced multiple parts. The analyzer passed precision and calibration. The patient sample was not available for in-house testing. Based on the investigation performed, which included historical quality data review and product labeling, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a cell-dyn emerald platelet result of 1.0 k/ul was generated for a pediatric patient sample. The technician retested the sample and it was within normal range for a pediatric patient (no specific result provided). The retest result was reported out of the laboratory because it matched the patient's previous values. Service performed troubleshooting steps and cleaned/replaced multiple parts. The analyzer passed precision and calibration. No adverse impact to patient management was reported.